Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 8:00 am the patient obtained the blood glucose reading of 147 mg/dl on the reported meter, and a reading of 107 mg/dl on another manufacturer's meter within 30 minutes of each other. Based on the meter reading, the patient took an additional dose of an unspecified oral diabetes medication. Thirty minutes afterwards, the patient experienced the symptom of sweating. He did not seek any medical attention or treatment. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he obtained an elevated meter reading on the reported meter and took medication. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k061118.